Event description:
Boston scientific received information that during the device interrogation review of the daily measurements revealed occasional spikes for the competitive right atrial (ra) lead impedance measurement reaching up to 1200 ohms. The competitive ra lead impedance typically measure around 600 ohms. It was noted that the impedance measurement has had an acute increase, approximately once a month, for the past year. The ra lead did not exhibit any noise and both sensing and threshold measurements are stable and within range. The field representative was unable to recreate the impedance spike within the office. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Additional testing was performed as the battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This device was included in the advisory population.

Event description:
Additional information was reported indicating that this implantable cardioverter defibrillator (ICD) was removed and replaced for normal battery depletion. The ICD was returned and a device evaluation was completed.